Manufacturer narrative:
(B)(4). Eye irritation.

Event description:
An international customer reported an event of an "oil smell" (odor) emitting from the sterrad 50 sterilizer. The customer reports some healthcare workers (hcws) experienced reactions of headaches. The hcws did not seek or receive any medical attention/treatment and all are reported to be "healthy now." The customer has turned off the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(4) 2013.

Manufacturer narrative:
Conclusion code: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. The service history for this unit for the past six months (06/08/2013 to 12/05/2013) did not identify any significant trend. (B)(4). A review of the complaint history did not reveal a significant trend for us data over the past twelve months (january 2013 through december 2013). The trend for the product malfunction code of human reaction was reviewed from january 2013 to december 2013 and the risk is considered 'broadly acceptable.' The trend for the product malfunction code of eye reaction was reviewed from january 2013 to december 2013 and the risk is considered 'broadly acceptable.' The fmea revealed the risk is at an acceptable level. The shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The fse replaced the vacuum pump oil, oil mist filter and the catalytic converter. The involved unit was left in working order. No parts were returned. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.